Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon case for removal of unilateral hardware instrumentation at l2-3 and laminectomy ar l1-2, the surgeon discovered the l3 screw was sheered off at the meeting of the saddle/ head of screw and proximal end of the screw shaft. The screw shaft had to be left in the patient.

Manufacturer narrative:
(B)(4). Visual examination of the returned device was found to have broken at the screw shank¿s neck. Fracture analysis was subsequently performed on the screw. Optical imaging of the fracture site shows two surface morphologies, a smooth region and a rough region with progression lines that are indicative of fatigue failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the screw breaking cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a potential root cause may be fatigue failure. This may have occurred due to forces placed on the screw over an extended period of time resulting in the fracture first propagating across the shank and then full failure/breakage taking place when the strength of the remaining region did not have the strength to bear the load. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.